Event description:
Event description guidant received information that this implantable cardioverter defibrillator (ICD) was explanted due to battery depletion. The physician has expressed concerns with the device's longevity. A competitive device was implanted without incident.